Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted an error code message was recorded. It was determined that the error code indicated a faulty electrical component on the micro processor board. The micro processor board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to a faulty electrical component on the pump's micro processor board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.